Manufacturer narrative:
Corrected data: upon further review it was noted that the product investigation (pi) results were inadvertently not explained in section h10 of the initial MDR report 2648035-2020-05010 that was submitted. This supplemental MDR is submitted to include the pi results. Device evaluation: the sample is not available for investigation, the complaint issue reported could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that two additional complaints have been received for this production order number, but product deficiency not identified on both. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/ date of birth: unknown/ not provided. Sex/ gender: unknown/ not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic was damaged. It was stated that a replacement unit was used instead. The suspect lens was discarded by the center and it¿s not available for evaluation. There was no adverse events and no post-op injury reported. No other information was provided.